Event description:
(B)(6) with dx of marphans disease, dilated aorta, poor weight gain - failure to thrive - had gt placement on (B)(6) 2011. His operation was at 10:30 am and he went to unit from pacu at 15:00. During the night, he had a fever of 39.1 and had 4 green stools, 5 emesis episodes and was fussy, but was better in the am before discharge. Dr. Saw him the day of discharge and stated that he examined him and agreed with discharge. He was discharged home the next day at 16:50. Child died at home on (B)(6) 2011. Autopsy revealed purulent peritonitis. A slit like hole was noted to be found in g-tube which may or may not have been defect in device. Determined that it was not likely to have occurred in unit or home with feedings and surgeon does not use anything sharp after incision. Diagnosis or reason for use: for feedings secondary to failure to thrive.